Event description:
It was reported to philips that when the device was being checked for a voluntary recall in the kawagoe service center, it was confirmed the internal battery was unusable. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.the failure was observed when the unit was checked for a voluntary recall in the service center, so a technician contacted a sales representative to address the failure then this case was created. The hospital didn't agree to perform repairs on the device, so this case was canceled. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.